Event description:
It was reported the insulin pump had alarmed no delivery. It was noted the o-rings were note malformed in package. Customer used the reservoir for four days. Fluids were noted in the insulin pump. Customer's blood glucose was 382 mg/dl. The reservoir is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.